Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with "channel 2 does not function" was confirmed in sample evaluation task. Downstream occlusion alarm occurred during device evaluation and was caused due to downstream occlusion sensors being out of range. The downstream occlusion sensors were calibrated and safety clamp shim was replaced onsite at the facility by a baxter field service technician to resolve the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flogard infusion pump that presented "channel 2 does not function." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.